Manufacturer narrative:
Contacted customer and requested for the event date, but no response.

Event description:
The customer reported that the ventilator alarmed with blower temperature high occurrences. The customer reported there was no patient involvement.

Manufacturer narrative:
Updated .